Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was replacing his sensor because the 10-day period was up. Upon the sensor removal, the sensor broke off, and left something stuck in his skin. The puncture site was swollen and hurting. There was also report of inflammation, swelling, infection and redness in the area. The patient tried to remove the wire with a tweezer but was unable to. He went to the emergency room on the same day, and the doctor tried to remove it, but was also unsuccessful. The doctor then suggested having an emergency surgery to remove the wire. The patient was treated with unspecified local anesthesia injection. The doctor then cut his skin, located the wire, successfully removed it, and closed it with at least 4 stitches. The patient was advised to take ibuprofen for the pain. The patient was also treated with prescription oral (clavulanate potassium 875mg 125 mg) and prescription topical cream (hydrocortisone 2.5). At the time of the report, the patient is doing okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).